Manufacturer narrative:
The device was not returned to olympus for evaluation. Trouble shooting was performed with the customer, and the customer was instructed to switch out the serial digital interface cable. When the cable was switched out the image returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor was showing a blackout image on the monitor. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " image was not displayed on the monitor" malfunction would likely be faulty serial digital interface (sdi) cable. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.